Event description:
It was reported that the original part received was broken.

Manufacturer narrative:
Product complaint # (B)(4). The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned device found the caliper thumbscrew bent and broken. The broken part was returned. Additionally, the device has stains that evidence previous decontamination. The damage upon receipt was unable to be confirmed since the device was not returned on its original packaging.additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.